Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements resulting in a safety switch. This device was also noted to have exhibited oversensing of the ventricular channel. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information is being sought of a local representative got the model and serial number of the right atrial (ra) and right ventricular (rv) leads. This report will be updated once additional information is received.